Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported that an unknown fiber was found in the packaging of a wayne pneumothorax set (c-utpt-1400-wayne-imh) from lot 13137673. Cook became aware of this event on (B)(6) 2020 upon being notified by agility logistics, a distributor. The device did not make patient contact. A review of the complaint history, device history record (DHR), instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos of the device were provided to cook. Upon inspection, an unknown fiber is visible within the sealed packaging of the device. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13137673) revealed one related nonconformance for foreign matter in which two devices were reworked. A database search found no other events associated with the reported device lot. All nonconforming devices were scrapped, and all remaining devices in the lot underwent quality control activities such as visual inspection for foreign matter. Since 100% inspection procedures are in place and no other complaints for the same failure mode have originated from lots packaged the same day, there is no evidence that nonconforming product exists either in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document [wayne pneumothorax set for trocar placement] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿how supplied sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause has been traced to a deficiency in manufacturing/quality control as a fiber is present within the sealed packaging. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during inspection, a hair was noticed within the primary packaging of an unopened wayne pneumothorax set. No patient contact was made.